Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple unexplained pump reboots. The battery compartment was observed to be cracked in two places. The battery compartment and cap threads were also stripped; the returned battery cap could not be used for testing. A test cap was used for further investigation. The test cap secured to the pump properly with no power loss. The pump case was removed and no corrosion was observed. Unrelated to the complaint, the display screen appeared faded and discolored. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and that the battery cap could not be properly secured to the pump. The battery cap reportedly did not stop turning when tightening it to the pump and the yellow o-ring was visible; the battery cap was not damaged. The pump was also intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.